Manufacturer narrative:
The reported issue was evaluated by customer and they confirmed that the root cause is battery problem, however customer did not require for philips repair service.

Event description:
It was reported to philips that the device can't discharge. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.